Event description:
During thoracic endovascular aortic dissection repair, aortic stent did not deploy correctly. Stent had to be extracted from the patient, distal end of stent had partially deployed. Stent was defective. Removal caused further dissection of the aorta. After defective stent removal, blood flow to distal extremities was gone and no distal pulses were present. The defective gore stent ultimately caused patient to require extensive additional surgical intervention to restore perfusion. Once the graft was deployed it led to considerable endovascular challenges with exacerbation of the type b aortic dissection and requiring a petit coat and evar following as well as endovascular salvage of bilateral lower extremities. The graft was deployed however only 1 strut opened. The graft then went socked into the thoracic aorta and required endo salvage to remove it from the the body. In so doing the dissection plane was opened throughout the thoracic and abdominal aorta. This compromised flow to the right leg so access was obtained on the right side. A 37 graft was then brought onto the field and deployed in the thoracic aorta and the correct in standard fashion. A vbx stent was placed into the left subclavian through the through and through wire and balloon angioplasty. This revealed excellent inline flow from the ascending aorta through the thoracic aorta with excellent flow into the great vessels. However distal flow is severely compromised. Manufacturer response for system, endovascular graft, aortic aneurysm treatment, gore tag thoracic branch endoprosthesis (per site reporter). Evaluating lot.